Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: b4; b5; g3; h2; h3; h6; h11. Visual examination of the returned product exhibits signs of repeated use (scratches and surface marring) and missing both springs and bearings. Springs and bearings were not returned. Dimensional analysis of the product determined that the product, where measured, was conforming to print specifications. Complaint can be confirmed through the returned product analysis. The device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: b4; b5; d4; d9; g3; h2; h4; h11. The product has been received by zimmer biomet and the investigation is in process. Upon completion of the investigation, a follow-up MDR will be submitted.

Event description:
No further event information at time of this report.

Manufacturer narrative:
(B)(4). D10: medical product: psn a/s prov shim 12mm ef: catalog#42527900502, lot#64740843. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. The investigation is in progress. Upon completion of the investigation, a follow-up MDR will be submitted.

Event description:
It was reported that provisional shim instruments were found to be missing ball bearings during routine inspection. There was no patient involvement and no adverse events have been reported as a result of the malfunction.